Event description:
It was reported that during a bunionectomy, small pieces of metal were seen to fall into the surgical site during use of the bur product. The surgeon removed the pieces of metal using a forceps and irrigation. The surgeon does not have any concerns that pieces of metal remain behind in the body. It is not known if any x-ray was taken to make this determination. There was no pt injury reported.

Manufacturer narrative:
Device not returned as yet for evaluation.